Event description:
The customer reported that the insulin pump alarmed compromised force sensor system when she was changing her infusion set. Troubleshooting was done. Customer's blood glucose was 109 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.